Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2026, the patient experienced a poor adhesion event in which the infusion set detached from the body. The patient's glucose was stable at the time of the event. The caregiver assisted the patient in attaching a new infusion set and completing the cannula fill. No further information available.